Manufacturer narrative:
Concomitant products: a2dr01 ipg implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and no capture. The ra lead exhibited far field r-wave ( ffrw) oversensing and diminished sensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.